Event description:
It was reported on the day after implant, that the right ventricular lead dislodged. The lead was repositioned and is still in use. During the repositioning procedure, it was additionally reported that the device was contaminated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.